Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of the evaluation on (B)(6) 2017, omsc confirmed that the ptfe pad was partially missing. The broken ptfe fragment was not returned. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled since the user output the device in seal & cut mode without grasping tissue (including after the tissue already cut). The ptfe pad broke off when the user output with grasping the peeled ptfe pad or added loads. The instruction manual of the subject device already states; warnings:do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted supracervical hysterectomy, the subject device was used. The piece of the top broke off. The broken piece of the subject device was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported. (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was partially missing, and the coating on the outer surface of the jaw had partially come off. This is the report regarding the ptfe damage of the subject device.